Manufacturer narrative:
High active current and battery heating up in the battery tube due to cracked electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that their insulin pump was overheating and they experienced infusion set anomaly. The customer¿s blood glucose level was unknown. Customer advised the insulin pump was overheating and the issue remained unresolved after replacing the battery. Customer advised the infusion set was detached. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.